Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), it was reported that not able to place desired size of implant due to insufficient crestal bone to support.